Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a supply line of a homechoice cassette and a solution bag had cracked and come apart. This was found during set up of the device. The patient was not connected at the time of the event. The care giver (cg) had connected the supply line to the supply bag and stated the connection had seemed normal and secure. When the cg broke the frangible to the bag, the connection between the supply line and supply bag had cracked and came apart. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. A visual inspection of the photographs was performed with the naked eye. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.